Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the black clip that secures the controller in the patient carrying case was broken and therefore not secure. The carrying case will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient pack was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentations could not be performed since the lot number of the patient pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited, to the handling of the unit (e.g. An improper force applied to the clip) and/or due to a manufacturing/assembly error. If information is provided in the future, a supplemental report will be issued.